Event description:
Spontaneous call: patient said she was about to change cartridges and pump but pump once turned on, went blank and programming disappeared. She was a little frazzled and could not communicate effectively. Had difficulty with her address and the phone number said we could get serial number at a later time. No injury to patient. Malfunctioned pump to be sent back. Replacement to be sent back. Patient had back up to use in the meantime. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Actual device is available to be returned for investigation? Yes. Was device replaced? Yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 0.082ml/hr. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2013 to current. Diagnosis or reason for use: pah.